Event description:
Reporter stated the patient has experienced hyperglycemia of up to 300 mg/dl for the past 3 weeks. She delivered insulin via the infusion device, but this was not successful in treating hyperglycemia. She believes the basal delivery of the infusion device is inaccurate. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The battery cover passed the optical inspection. The returned unused infusion set was visually inspected and tested for flow and tightness. The test results were within specifications. The received unused cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.